Event description:
It was reported that a concomitant pulsed frequency ablation and left atrial appendage closure procedure was being performed. A versacross connect for faradrive was selected for use. The patient had a complex anatomy and had a previously aborted procedure due to complexity of the trans-septal crossing due to lipomatous hypertrophy of interatrial septum. Due to abnormal lipomatous hypertrophy of the interatrial septum initially 'tenting' could not be observed. The first attempt, the versacross connect faradrive system was removed and reshaped to improve the tenting visibility. On the second attempt, rf energy was applied and the rf wire worked as intended. However, access to the left atrium was not possible. Then, the physician decided to abort the farapulse ablation portion of the procedure. The procedure proceeded with advancement of the watchman fxd double curve sheath and watchman catheters across the septum using the a non-boston scientific (merit heartspan) transeptal system due to its lower catheter diameter. The 27mm watchman flx pro was inserted and deployed at the appendage, however, multiple repositions and recaptures were performed, and the device was unable to meet the release criteria. Due to complex anatomy and suboptimal transeptal puncture optimal device placement was challenging. After transseptal puncture due to high catheter diameter (16.8f) and lipomatous hypertrophy of the interatrial septum, pfa system could not be advanced to left atrium, therefore procedure was cancelled. Considering previously aborted procedure and current anatomy and access limitations implanter decided to abort procedure. The versacross rf wire was working as intended. No patient complications were reported. The device is not expected to be returned for analysis.

Event description:
It was reported that a concomitant pulsed frequency ablation and left atrial appendage closure procedure was being performed. A versacross connect for faradrive was selected for use. The patient had a complex anatomy and had a previously aborted procedure due to complexity of the trans-septal crossing due to lipomatous hypertrophy of interatrial septum. Due to abnormal lipomatous hypertrophy of the interatrial septum initially 'tenting' could not be observed. The first attempt, the versacross connect faradrive system was removed and reshaped to improve the tenting visibility. On the second attempt, rf energy was applied and the rf wire worked as intended. However, access to the left atrium was not possible. Then, the physician decided to abort the farapulse ablation portion of the procedure. The procedure proceeded with advancement of the watchman fxd double curve sheath and watchman catheters across the septum using the a non-boston scientific (merit heartspan) transeptal system due to its lower catheter diameter. The 27mm watchman flx pro was inserted and deployed at the appendage, however, multiple repositions and recaptures were performed, and the device was unable to meet the release criteria. Due to complex anatomy and suboptimal transeptal puncture optimal device placement was challenging. After transseptal puncture due to high catheter diameter (16.8f) and lipomatous hypertrophy of the interatrial septum, pfa system could not be advanced to left atrium, therefore procedure was cancelled. Considering previously aborted procedure and current anatomy and access limitations implanter decided to abort procedure. The versacross rf wire was working as intended. No patient complications were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
Correction to the initial and supplemental MDR in block(s) device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only.

Event description:
It was reported that a concomitant pulsed frequency ablation and left atrial appendage closure procedure was being performed. A versacross connect for faradrive was selected for use. The patient had a complex anatomy and had a previously aborted procedure due to complexity of the trans-septal crossing due to lipomatous hypertrophy of interatrial septum. Due to abnormal lipomatous hypertrophy of the interatrial septum initially 'tenting' could not be observed. The first attempt, the versacross connect faradrive system was removed and reshaped to improve the tenting visibility. On the second attempt, rf energy was applied and the rf wire worked as intended. However, access to the left atrium was not possible. Then, the physician decided to abort the farapulse ablation portion of the procedure. The procedure proceeded with advancement of the watchman fxd double curve sheath and watchman catheters across the septum using the a non-boston scientific (merit heartspan) transeptal system due to its lower catheter diameter. The 27mm watchman flx pro was inserted and deployed at the appendage, however, multiple repositions and recaptures were performed, and the device was unable to meet the release criteria. Due to complex anatomy and suboptimal transeptal puncture optimal device placement was challenging. After transseptal puncture due to high catheter diameter (16.8f) and lipomatous hypertrophy of the interatrial septum, pfa system could not be advanced to left atrium, therefore procedure was cancelled. Considering previously aborted procedure and current anatomy and access limitations implanter decided to abort procedure. The versacross rf wire was working as intended. No patient complications were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
Correction to the initial MDR in block(s) device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only.